Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a third party service center who reported the base of the device had evidence of melting/warping. There was no report or evidence of illness, serious injury or medical treatment associated with the complaint. Based on the assessment of the returned device, the thermal damage was not caused by a system induced failure and the thermal damage was most severe at the base and front and rear covers. Thermal damage to the sides and front of the compressor box was also observed. The root cause of the thermal event cannot be determined with certainty with the information and evidence provided; however, since the internal thermal damage was less severe than the damage observed externally, it can be concluded that the thermal deformation was likely induced by an external heat source and the conditions necessary to create this type of thermal event are outside the acceptable operating and storage conditions for this device. Since the alarm system was functioning properly and numerous high gas temperature errors were logged, the user would have been alerted to the high temperature failure mode and low oxygen fault condition.